Event description:
Update - (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised to address infection. Adding the cup to the complaint. Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the stem, head, or liner as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Medical records were obtained. A review of the medical records did not identify a root cause or product error. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.